Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event with a measured value of 43 mg/dl in the early morning and noted recurrent lows at that time; the user stated they typically do not feel symptoms unless below 40 mg/dl and treated the event with oral carbohydrates (yogurt), and they requested review of morning glucose targets. Symptoms included hypoglycemia with associated malaise and shaking. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.